Event description:
It was reported that pump generated cartridge alarms, including cartridge alarm 30, and that similar alarms had occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, instructed customer to place malfunctioning pump into storage mode and return it within 10 days using provided materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.